Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; n178056004, ubd: 03-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 25mg/ml of dilaudid at an unknown dose via an implantable pump for non-malignant pain. It was reported the patient had a ¿routine¿ dye study on (B)(6) 2018. There were no complaints from the patient. The healthcare provider was unable to aspirate the catheter. No environmental/external/patient factors that may have led or contributed to the issue were reported. The healthcare provider planned to schedule a revision at some point. The issue had not been resolved at the time of the report. The patient¿s status at the time of the report was provided alive - no injury. No further complications were reported or anticipated. The patient¿s medical history, other medications being taken at the time of the event, and patient weight were not available.